Manufacturer narrative:
The available information suggests this device remains implanted. Should additional information become available this event will be updated.

Event description:
Boston scientific crm received information that a latitude alert was issued for this cardiac resynchronization therapy defibrillator (crt-d) due to tachy mode being set to other than monitor +therapy. No adverse patient effects were reported.